Manufacturer narrative:
(B)(6). Investigation results: summary: an investigation has been completed with the affected samples that have been returned. Visual inspection of the returned sample reveal a cannula with some residue of epoxy (adhesive with no adequate dosage) detached from the hub (hub clean of epoxy). This verifies the reported issue. Complaint trending review of this lot and product family for this issue reveals no more complaints. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. After evaluation, we can verify that the cannula detached from the hub because an inappropriate quantity of epoxy (adhesive use to join hub -plastic part- with cannula -metal part-) because of an incorrect dosage. This could happen during the cannula assembly process, probably because of some viscosity variation in the epoxy or a temporary stoppage of cannula assembly station like a power shutdown. This is a very unusual circumstance because the needles are 100% inspected for presence of epoxy in the manufacturing process, rejecting any needle with absence of adhesive. Therefore, based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is very low and this should correspond to a very isolated case. Batch history review of the reported lot 171129 has been reviewed confirming that the manufacturing process and quality controls were performed and no issues or quality notifications related with the reported circumstance occurred. Cannula pull out test is tested routinely as part of the in-process control plan during manufacturing and prior to release every single needle batch to the market and bhr review confirmed that all results obtained were found well according to product specification and iso (B)(4) requirements. In addition, as part of the continuous improvement efforts, an improvement related to dosage of epoxy after a stoppage in the cannula assembly station has been recently installed in all machines (reported lot was manufacturing previous this implementation, november 2017). This system will automatically reject and pull them out of line the defective needles as the reported one and we expect to reduce the probability of recurrence. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Conclusion: returned sample evaluation visual inspection of returned sample reveal a cannula with some residue of epoxy (adhesive with no adequate dosage) detached from the hub (hub clean of epoxy). Lot number / product family history complaint trending review of this lot and product family for this issue reveals no more complaints. DHR/bhr review all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode customer complaint is related to needle pulled out of hub; upon examination of the affected sample, confirmed cannula detached from hub complaint. Root cause: based on available sample, and after reviewing the manufacturing records, we can confirm that the cannula detached from the hub because an inappropriate quantity of epoxy (adhesive use to join hub -plastic part- with cannula -metal part-) because of an incorrect dosage. This could happen during the cannula assembly process, probably because of some viscosity variation in the epoxy or a temporary stoppage of cannula assembly station like a power shutdown.

Event description:
It was reported the hub of the needle came loose on a bd microlance¿ needle during use. There was no report of exposure, injury or medical intervention.